Event description:
The following was reported: the patient entered the operating room at 08:40 on (B)(6) 2026, and routine preoperative preparation was performed. The lithotomy position was assumed at 09:00, followed by routine disinfection and draping. Transurethral vaporization resection of the prostate was formally initiated at 09:23. The primary surgical objective was to resect hyperplastic prostatic tissue to relieve the patient's urinary obstruction and related symptoms and improve prognosis. During the procedure, while using the high-frequency electrosurgical system to resect hyperplastic prostatic tissue, the resectoscope displayed a blurred image with ghosting shadows, severely obstructing the surgical field of view, which led to a surgical error causing prostatic bleeding in the patient, with an estimated blood loss of approximately 200 ml. The surgeon immediately used the resectoscope loop for electrocoagulation hemostasis, which was completed at 10:55. The patient's vital signs were monitored to ensure stability. Following the malfunction, a backup resectoscope was immediately replaced. The surgery concluded uneventfully at 11:30, and the patient was safely returned to the ward. Due to the mentioned prostatic bleeding and the corresponding blood loss, this case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).